Manufacturer narrative:
The event of a temperature issue was reported to abbott. The probe temperature was not going up to allow lesioning with crf. Procedure was abandoned, and patient rescheduled for later date. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's procedure was abandoned because the generator would not reach the appropriate temperature and had a grounding pad malfunction. There were no adverse consequences to the patient.